Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 12 am with a high blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated that the insulin pump does not work when connected to their body. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with minor scratched lcd window.